Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery will not hold charge.

Event description:
N/a.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and tested the battery and observed battery depleting quickly and top end charge not charging correctly. To fix the issue the fse replaced defective batteries. The unit passed all functional and safety tests per factory specifications and was returned to customer.